Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedances that resulted in a lead safety switch (lss) to be triggered. It was noted that a magnetic resonance imaging (MRI) checklist was performed that found no evidence of lead fracture or compromised pulse generator-lead integrity and no noise was recorded. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).